Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported they had a stinging sensation in the head of their penis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that about 9 out of the 10 programs didn't work. They had an appointment with the neurologist in a week and a half (tuesday (B)(6) 2019). It was reported that the patient¿s cholesterol was 155. There were no further complications reported or anticipated.

Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2017-20231 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 9 out of the 10 previous programs had stopped working due to their bladder problems. They noted that the program they were on was program 2 at 0.09 amp provided some relief but the other programs stopped working. The patient mentioned that nothing was happening when they tried to use the other programs. They explained that when going from program to program, they would normally feel a ¿painful fluttering¿ but none of the other programs provided the fluttering. This had occurred since implant of the device. The patient wanted to know why the previous programs stopped working and was redirected to their healthcare professional (hcp) for the issue. The patient also reported that they were not provided with the proper education from the manufacturer¿s representative. Additionally, the patient reported that when the stimulation was up too high, they had a shocking/painful feeling ¿right in the anal cavity¿. This was further described as¿like sticking a part of his body into a socket¿. No falls or trauma were reported. The patient was to be following up with their healthcare professional (hcp) on friday (B)(6) 2019. There were no further complications reported or anticipated.